Event description:
The reporter, an emergency medical technician, stated that during an emergency call on 04/20/2000, the pt was tested on the ambulance surestep meter with a result of "hi." No treatment was provided. Upon arrival at the hosp, the pt's blood glucose on an unknown lifescan meter was 37mg/dl. The pt was treated with glucose intravenous solution. No other info is known. A control solution test with the meter in improper code 19 (correct code is 10) was 195, outside of the labeled range of 99-149. When set to the proper code, control solution result was 136.